Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loose sediment was observed in the drip chamber of a vented basic solution set. The particulate matter was described as feathery, white, and approximately 1-2 mm in size. The reporter stated that the particles rose to the top when left alone and were first noticed when the drip chamber was squeezed as the agitation dispersed the particles. This was observed while the device was connected intravenously to the patient. There was no report of patient injury associated with this event, and there was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.